Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event following an apparent overcorrection for a postprandial hyperglycemic episode, with fingerstick glucose decreasing to 69 mg/dl and a cgm reading of 67 mg/dl, and the patient self-treated with oral glucose in the form of apple juice; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia with malaise and shaking/tremors. Outcomes included unexpected medical intervention requiring medication, defined here as oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.